Manufacturer narrative:
Investigation summary: the investigation has been completed. No product was returned for investigation. Delivery issue: the cause of the delivery issue is determined to be patient condition because the pump was unable to pass through vasculature due to patient anatomy. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that the patient was taken to the operation room for escalation to impella 5.5. Insertion was attempted several times but unsuccessful. The impella 5.5 placement was aborted and impella cp was placed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.